Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2024, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of (B)(6) 2024 listed on smartsolve. Dailytotalcollectionstarttime = (B)(6) 2024 00:00:00.000. Dailytotalofallinsulindelivered = 30. Dailytotalofbasalinsulindelivered = 30. Dailytotalofbolusinsulindelivered = 0. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2024 in the formatted history file. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case, a cracked case behind the pump and a cracked case-corner of belt clip rails near the battery tube compartment. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Please see below for the customer's daily total of all insulin delivered surrounding the event date (B)(6) 2024, listed on smartsolve and the days prior to the event date. (B)(6) 2024, dailytotalofallinsulindelivered = 62.75. (B)(6) 2024, dailytotalofallinsulindelivered = 49.9. (B)(6) 2024, dailytotalofallinsulindelivered = 99.1. (B)(6) 2024, dailytotalofallinsulindelivered = 78. (B)(6) 2024, dailytotalofallinsulindelivered = 50. (B)(6) 2024, dailytotalofallinsulindelivered = 49.475. (B)(6) 2024, dailytotalofallinsulindelivered = 70. (B)(6) 2024, dailytotalofallinsulindelivered = 30. (B)(6) 2024, dailytotalofallinsulindelivered = 30. (B)(6) 2024, dailytotalofallinsulindelivered = 30. The pump passed all the required testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer passed away on (B)(6) 2024, and the cause of death was heart attack. The last known product(s) for this customer are as follows: mmt-1715kl, mmt-332a, and unomedical. Troubleshooting was performed and found that the document any health issues or illness that may have contributed or led up to passing was diabetes doing dialysis. The pump was worn at the time of passing. Product return was requested for mmt-1715kl. The customer will discontinue using the device, and the customer response was that the device will be returned. No product return is required for mmt-332a. No product return is required for unomedical.